Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reverted to manual injections for insulin therapy. Customer declined to provide any additional information. Customer¿s blood glucose level was 250 mg/dl.